Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was insufficient clot activator additive. The following information was provided by the initial reporter: customer is inquiring if 367812 includes a clot activator since they keep receiving items that don't have one.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was insufficient clot activator additive. The following information was provided by the initial reporter: customer is inquiring if 367812 includes a clot activator since they keep receiving items that don't have one.